Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. 41622 error code message was found in the pump's event history logs. Cleared error code, remove debris from motor gear and replaced cracked battery compartment. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.

Event description:
It was reported the pump won't run, displayed error code 41662 and has a housing damage. No patient injury was reported.

Manufacturer narrative:
Additional information was received confirming there was no patient involvement, issue was found during testing.